Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system intermittently would not save info or images. No pt injury was reported.